Manufacturer narrative:
The injector was not returned for evaluation however, the lens and cartridge were received and a visula inspection shows the lens is inside the cartridge. There is no visible damage to the cartridge. There is clear surgical residue on the cartridge. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause could not be determined.

Event description:
The reporter stated that, the surgeon was advancing a 11.0 se/3.5 single piece toric lens with the injector and the injector's plunger over-rode the lens and tore the lens. This was one of two incidents that occurred to this patient. See manufacturer report 2033826-2007-00281 for the other report. No patient injury.